Manufacturer narrative:
This report is submitted on april 29, 2024.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla); however, the clinician did not follow the manufacturer's instructions for use of MRI. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024 under general anesthesia and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on june 25, 2024.